Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material remained in the device since the handling of the device (reprocessing) had deviated from the instruction manual from the obtained information. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer could not confirm that the device was cleaned, disinfected and sterilized prior to return to olympus. Regarding pre-cleaning: the customer reported there was a delay in pre-cleaning after procedure but the device was pre-soaked before manual cleaning. Regarding manual cleaning: the customer reported there were no abnormalities in the reprocessing accessories and the device was rinsed before manual cleaning. During manual cleaning, the instrument channel, suction channel, air/water valve, suction valve and biopsy valve were all brushed. Regarding reprocessing: the customer reported the device was reprocessed using an automated endoscope reprocessor. The customer reported all of the device's channels were connected during reprocessing. The device was returned for evaluation. During visual examination, the reported issue was confirmed: the distal end had foreign material. Visual examination showed the adhesive on the bending section cover was detached and also had foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after the evis exera gastrointestinal videoscope had been used and reprocessed by customer. During storage of the device, "glue residue" was found in the instrument channel. No adverse effects to patient reported.